Event description:
During percutaneous coronary intervention (pci) of a lesion in the right coronary artery (rca), while delivering the 2.5x18mm cypher stent to the target lesion, the stent delivery system became stuck at the proximal rca and after coming out of the tip of the guiding catheter. The physician "vibrated" the sds for delivery but after feeling much friction, stopped delivering. When the sds was removed from the pt, the stent was flared at the proximal edge. It is unk if there was friction during retrieval of the sds from the pt. No reported pt injury was reported.

Manufacturer narrative:
Please note that this product, (lot no. I0107086) is not distributed in the united states. However, it is similar to the us distributed product. Additional info, including analysis of the product, will be submitted within 30 days upon receipt.